Event description:
A consumer reported that the patient experienced hyperglycemia while using the fasttake meter. Family member has started using the ft meter to test the patient in march 2001. Patient has been started on an insulin pump 3 weeks ago after which the patient's blood glucose readings became reportedly erratic. Patient has experienced one episode of ketoacidosis about 10 days ago. On the day of the event, patient's blood glucose fluctuated all day from 68mg/dl to "hi". Patient was vomiting and had ketones. Patient was taken to hospital where laboratory bg was 112mg/dl and the ft meter bg was 541mg/dl. Both tests were reportedly performed using venous blood. Patient was admitted to hospital for dka and treated with insulin. No further information has been reported.